Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board, sensor interface board cable, and the power controller board were replaced. The unit was returned to service.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate in volume mode. There was no report of patient involvement.